Event description:
During routine testing of the device at the service center, the user reported the blade guard was bent. The sternum saw was originally sent in for repair of a problem with the power hose not detaching when the bent blade guard was discovered. Since the event occurred at the service center, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.